Event description:
Customer alleges unit is running hot and part of the muffler assembly melted. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5p, serial number/date code (B)(4) is approximately 4 years 2 months old. The owner's manual part number 1143482 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the unit was running hot and part of the muffler assembly melted. The dealer stated that they changed the heat exchanger assembly and the unit is now running cooler but still very warm.